Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device gave alarm 113 (reduced water temperature control). It was determined that the device had a chiller issue, chiller temperature (t4) was32.2. Biomed drained from left drain port and had continuous flow, chiller tank was full of water. Biomed requested a quote for assessment of chiller circuit.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is chiller not plugged into power. The device was evaluated upon receipt. Alert 113 was due to the device not cooling the patient. Customer declined repair. Sent back unrepaired. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use under baw28-000770-00 rev 9, baw2800172 rev 1 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device gave alarm 113 (reduced water temperature control). It was determined that the device had a chiller issue, chiller temperature (t4) was 32.2. Biomed drained from left drain port and had continuous flow, chiller tank was full of water. Biomed requested a quote for assessment of chiller circuit. Per additional information received via phone on 04nov2024, it was reported that the biomed calling for support with device that was not cooling. Biomed asking how to place the device in manual control. Biomed provided s/n (B)(6). Walked biomed through enabling manual control. Explained they can set the water temperature to the desired temperature they would like to test it at. Biomed states the device was having issues with cooling, biomed set it to 18c. Suggested setting it to 4c to test if the device can cool and wait a few minutes. Offered to transfer to ts for further assistance.